Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitral stenosis on the implanted mitraclip nt. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The pre-procedure mean gradient pressure was 3 mm hg. The mitraclip xtr was inserted and grasped the leaflets, but the mean gradient pressure increased to greater than 8 mm hg. It was decided to remove the undeployed xtr and use a mitraclip nt. The mean gradient pressure returned to baseline when the xtr grasp was released. The mitraclip nt was successfully deployed and the mr was reduced to trace. The post procedure mean gradient pressure was between 6-8 mmhg, but there were no adverse patient effects related to this pressure. The physician was satisfied with the procedural outcome. The patient felt better the next day and was discharged home. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.